Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the error message "level sensor not attached" occurred although the level sensor was clearly attached. The user reported the failure was intermittent in nature. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.